Manufacturer narrative:
There was no button error alarm. The unit had no button response due to a corroded keypad. The unit had a minor scratched display window, a cracked case at the display window corner, a cracked reservoir tube, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 174 mg/dl. The device was replaced and returned.